Event description:
It was reported that the user experienced a high glucose reading on the ilet display of 330 mg/dl while a contemporaneous fingerstick measured 234 mg/dl, prompting a concern for continuous glucose monitor inaccuracy and a request for calibration guidance; the user was advised to perform a manual fingerstick and enter the value via the glucometer icon on the ilet, and to consider replacing the sensor depending on sensor age. Symptoms included no reported adverse symptoms. Outcomes included no reported medical intervention, emergency care, or hospitalization. Investigation included remote troubleshooting and user education regarding calibration entry and sensor replacement. Investigation of this case revealed a discrepancy between cgm and fingerstick values without corroborating symptoms, consistent with inaccurate or out-of-specification sensor performance or calibration need; no pump hardware issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to sensor accuracy variance or calibration factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.